Event description:
During verification testing at the mfg facility, the distal tip of the option-lok male adapter of the tubing set was broken off inside a three-way stopcock.

Manufacturer narrative:
One used device and one used three way stopcock were received and evaluated. Testing found that the distal tip of the option-lok male adapter was broken off inside the three way stopcock. Drag marks were noted on the tip of the option-lok male adapter indicating application of excessive force on the male adapter. Hospira has completed a formal investigation to address similar complaints due to spin collar option-lok connection problems with other devices which resulted in leaks, cracks and general connections events. Based upon the investigation results, hospira has identified that it needs to make dimensional changes to the spin collar that will improve the compliance with (B)(4) and interaction with other components. The planned improvements will optimize the design of the thread, taper and taper protrusion of the option-lok to minimize identified failure modes and resultant complaints. This report represents all the info known by the reporter upon query by hospira personnel.